Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the outlet on the c-arm was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save fluoroscopic x-rays and was not functioning as intended. No pt injury was reported.